Manufacturer narrative:
(B)(4). Approximate age of device ¿ 43 days. The lvad was returned assembled with the driveline cut approximately 1.5 inches from the pump housing; the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor upon disassembly of the lvad revealed a thrombus formation around the bearing ball. This ring of thrombus had broken and started to extend toward the rotor's blades. The concentric layering and denaturation of this formation indicate that it likely developed over an undetermined period of time while the lvad was supporting the patient. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A root cause for the development of the observed depositions could not conclusively be determined. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to thrombus in the pump. The patient was reportedly symptomatic; no specific data was provided. Additional information was requested but was not provided.